Event description:
It was reported that during deployment of a stent graft within an a/v graft, there was difficulty pulling back the y-injection adapter of the delivery system and the outer sheath could not be retracted. There was no pressure on the outer sheath and the delivery system was kept straight. After multiple attempts, the catheter broke off at the junction of the y-injection adapter. Reportedly, the stent graft was advanced without an introducer sheath, but no force was used to advance or remove the stent graft delivery system. The stent graft and delivery system were removed without incident and another stent graft was implanted without complication. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for eval. Upon receipt of the sample, the stent graft was found to be partially released and the outer sheath of the delivery system was torn off and elongated in the area of the catheter reinforcement. The condition of the sample (torn off outer sheath/partially deployed stent graft) leads to the conclusion that very high friction forces affected on the system, which made stent graft deployment difficult and finally resulted in the damage to the outer sheath. This event may have been associated with anatomic conditions of the pt or insufficient flushing procedure. However, based on the info available, definitive root cause for the reported issue could not be determined. The instructions for use (IFU) states: "the stent graft lumen must be flushed introduction of the delivery system." The application reported represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial structures. The safety and effectiveness of this device for the treatment described has not been established.